Event description:
Adult patient with history of recurrent fibroids. The patient underwent robot assisted myomectomy. The storz light cord became disconnected from the scope while in use, dropped onto the drapes and caused a small burn on the drape. The patient was unharmed and was discharged two days later.